Manufacturer narrative:
Additional information: h6 and h10. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. However, log files were provided and the reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately ten minutes after having performed a blood sampling from the post filter sampling port of a prismaflex hf1400 set, foam was observed in the deaeration chamber and in the outlet of the filter. This incident happened with two sets on the same day. There was a reported blood loss volume of 185cc. The extracorporeal blood was not returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.